Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was in blue screen. A technical support specialist applied knowledge article 000011447 "how to manually install rss agents & rss component manager" and manually installed remote support service 4.12 and knowledge article 000017688 "station popup error on reboot shows "systemmanagement.client.maintenance has stopped working" but allows application to run normally to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had a device which prevents user to log-in. The customer reported that there was a delay in dispensing medication to the patient, certified registered nurse anesthetist was able to retrieve medications from the main cath lab machine. There were no adverse events or injuries reported based on this event.